Event description:
Caller reported a cgm error 42 occurring three or more times with the pump, indicating a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructed the caller to switch to multiple daily injections (mdi) as backup therapy to ensure insulin delivery, and guided the caller on putting the pump into storage mode before returning it. The caller was asked to return the faulty pump using a pre-paid label within ten days, which they understood and acknowledged.